Manufacturer narrative:
The device was returned to mmdg for evaluation. Upon visual inspection the pump appeared to have sustained impact damage. This damage caused the platen door on the pump to become bent which can cause free flow. During the investigation the pump did not pass the 40 psi test that is used to check for free flow. This MDR is being updated to reflect the investigation findings.

Event description:
The initial reporter stated that the pump free flowed. They stated that when they inserted the set into the pump that fluid immediately started coming out of the tubing. They stated that the pump was set to a 100 ml/hr rate and a 5 ml dose. The initial reporter also stated that they had found this during testing and that there was no impact to a patient. (B)(4).

Manufacturer narrative:
The device was not returned to (B)(4) for evaluation of the free flow complaint. Because of this (B)(4) is unable to complete any kind of investigation. This report will be updated if the pump is returned to (B)(4) for investigation.

Event description:
The initial reporter stated that the pump free flowed. They stated that when they inserted the set into the pump that fluid immediately started coming out of the tubing. They stated that they pump was set to a 100 ml/hr rate and a 5 ml dose. The initial reporter also stated that they had found this during testing and that there was no impact to a patient. (B)(4).